Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9/5/2024, it was reported by a sales representative via phone that two ar-2424phs hip suturetak anchor bodies broke during insertion. The bone socket with an ar-2424dhc-1 disposables kit for 2.4 knotless hip suturetak. The surgeon felt the drill did not properly drill the correct size for the suturetak, the hole was not large enough. When the suturetak anchors were inserted, they broke. Everything was removed from inside the patient. This was discovered during a hip arthroscopy procedure on (B)(6) 2024. The case was not delayed. The case was completed using a 2.9 pushlock.